Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right coil could be seen protruding from the ostia on the right,migration/perforation,') in a (B)(6)-year-old female patient who had essure (batch no. B40024) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "2 hsg tests showed tubes not occluded / failed essure procedure" on (B)(6) 2013. The patient's medical history included multiple cesarean sections. Concurrent conditions included postpartum state since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), peritoneal adhesions ("some adhesions of the omentum to the left pelvic sidewall") and ovarian cyst ("cyst present on the left ovary"). On an unknown date, the patient experienced device expulsion ("left essure in uterine cavity"), pelvic pain ("sharp and stabbing pain on her left side/ still had considerable pain throughout the summer") and genital haemorrhage ("bleeding"). The patient was treated with surgery (laparoscopic tubal ligation of the left fallopian tube with a filshie clip, d& c and hysteroscopy). At the time of the report, the device dislocation, device expulsion, peritoneal adhesions and ovarian cyst outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for device dislocation, ovarian cyst and peritoneal adhesions with essure. The reporter considered device expulsion, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect at this time. Medical assessment: this case reported device issues of ineffective (patency) due to device expulsion and dislocation. These events are possible undesirable events with the use of essure and not necessarily indicative of a quality defect. Additionally, lack of effectiveness may occur with the use of any product. Two (2) additional ae case reports have been received to date in relation to batch number b40024 but none of these cases refers to any similar type of lack of efficacy event. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 19-dec-2019: plaintiff fact sheet and mr received : new reporter, patient demographic, essure indication , stop date added. Event bleeding added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the right coil could be seen protruding from the ostia on the right,migration/perforation,') in a 31-year-old female patient who had essure (batch no. B40024) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "2 hsg tests showed tubes not occluded / failed essure procedure" on (B)(6) 2013. The patient's medical history included multiple cesarean sections. Concurrent conditions included postpartum state since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), peritoneal adhesions ("some adhesions of the omentum to the left pelvic sidewall") and ovarian cyst ("cyst present on the left ovary"). On an unknown date, the patient experienced device expulsion ("left essure in uterine cavity"), pelvic pain ("sharp and stabbing pain on her left side/ still had considerable pain throughout the summer") and genital haemorrhage ("bleeding"). The patient was treated with surgery (laparoscopic tubal ligation of the left fallopian tube with a filshie clip, d& c and hysteroscopy). At the time of the report, the device dislocation, device expulsion, peritoneal adhesions and ovarian cyst outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for device dislocation, ovarian cyst and peritoneal adhesions with essure. The reporter considered device expulsion, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Lot number: b40024 manufacturing date: 2013/06 expiration date: 2016-06-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality safety evaluation of ptc. Fu 13 and 14 processed together. On 28-jan-2020: pif received: no new information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.